Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after the customer performed the fill tubing process, the pump requested for the customer to run the fill tubing process again. Tandem technical support (cts) advised the customer that this would occur if they received a minimum fill notification, or if they pressed "fill again"; however, the customer insisted no minimum fill notification occurred and that fill was never pressed again. The customer confirmed being disconnected from the pump during the issue. Customer was able to get through the load sequence after the second fill tubing process was performed and resumed insulin successfully. Cts confirmed that the customer ran fill tubing for 12.7 units and for 10.6 units. Customer declined further troubleshooting. Customer's blood glucose level was 150 mg/dl at the time of the report.